Event description:
It was reported that insulin gauge displayed fill estimate amount different than expected, showing 0 units when caller expected 168 units, and discrepancy was greater than 30 units but was no longer present at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge and was advised by technical support to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.